Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall. The physician repositioned the lead successfully. This rv lead still remains in service. No additional adverse patient effects were reported.